Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Caller reported his son received low sensor scan results and experienced symptoms described as abdominal pain, polydipsia, and weakness. Customer was taken to a hospital where a sensor scan result of 138 mg/dl was obtained and compared to a laboratory glucose reading of 570 mg/dl. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified). The reported readings, when plotted on a parkes error grid, fall into the "d" zone showing the difference in values to be clinically significant. Customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.